Event description:
It was reported that during a drainage catheter placement procedure, the head end of the drainage tube was allegedly wrinkled. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segments was returned for evaluation. Functional, gross visual and dimensional evaluations were performed. Manufacturing site evaluation of the samples found presence of a wrinkle in the shaft several centimeters distal of the catheter midpoint. The investigation is confirmed for the reported deformation issue as small wrinkle on the distal end of the catheter. Also, the investigation is confirmed for the identified defective component issue as the length of the stylet needle is lower than the accepted tolerance limit. A definitive root cause could not be determined, improper or excessive procedural force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segments was returned for evaluation. Functional, gross visual and dimensional evaluations were performed. Manufacturing site evaluation of the samples found presence of a wrinkle in the shaft several centimeters distal of the catheter midpoint. The investigation is confirmed for the reported head end of the drainage tube was wrinkled and reported deformation issue as small wrinkle on the distal end of the catheter. Also, the investigation is confirmed for the identified defective component issue as the stylet protrusion (distal tip of the trocar needle) is lower than the accepted tolerance limit. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a drainage catheter placement procedure, the head end of the drainage tube was allegedly wrinkled. The procedure was completed using another device. There was no reported patient injury.